Event description:
It was reported that during left l4-5 and l5-s1 percutaneous discectomy, as the physician went to remove the probe from the introducer cannula the probe needle had broken off leaving about 1/2 inch of the probe handle and about 5 inches of needle remaining in patient. The needle was visualized under fluoro and the patient had an incision made to open th area. The needle was removed entirely. Fluoroscopy confirmed entire needle removal. The patient was then closed and the procedure was not continued. Patient transferred to recovery and discharged to home outpatient. No other adverse consequences were reported related to the event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.